Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received numerous inappropriate therapies due to noise. It was also noted that there were aborted therapies from the noise as well. X-ray revealed a lead fracture. The lead was capped..